Event description:
A consumer reported that a diamondclean 9000 power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in germany. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.